Event description:
Customer called to report that the unicel dxh 800 coulter cellular analysis system leaked approximately 4 to 6 cubic centimeters of diluted blood. The fluid was contained within the unit. The field service engineer (fse) inspected the instrument and found that the nrbc/diff (nucleated red blood cell/differential) mix chambers overflowed because the drain ports were plugged with debris from rubber stoppers. All of the mix chambers were cleaned and cleared, and their associated tubing was replaced as a preventative measure. While verifying the repair, the fse had a mixing issue with the control run; the issue was resolved and all controls passed. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause of the leak is attributed to the debris from rubber sample tube stoppers plugging the drain ports of the nrbc/diff mix chambers. The issue was resolved with the services performed by the fse. Customer has not called back to report any further issues related to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)